Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in a state of critical override. The customer stated that the critical override icon was no longer visible on the pyxis, suggesting it might have just vanished on its own. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system 3 stations are on critical override state, which resulted in disruptions to the workflow. The customer stated that multiple orders are not crossing and this malfunction occured during when user trying to issue medication to patient. No other further information was released regarding this event. There were no adverse events or injuries reported based on this event